Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant displayed red x for generator. Upon inspection it was noticed that the cable to the interface board was disconnected. Reconnecting the cable and rebooting the system resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was due to cable disconnect. Analysis found that the software functioned as designed.

Event description:
Medtronic received information that after installing an image acquisition system (ias), the unit would not power on. There was no patient present when this issue was identified.